Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 3.00 x 16 synergy stent was advanced through a non-bsc bleedback control valve when it was noticed that the hypotube snapped outside of the patient's body. No patient complications were reported.